Event description:
Unomedical reference no.(B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set was kinked cannula. The site of insertion was abdomen. The issue occured after three hours of insertion. Caller replaced infusion set and resumed insulin successfully. No further information available.